Event description:
The customer reported that following a ptca/stent procedure, a vasoseal es was deployed. The 7 fr. Sheath was removed and then the vasoseal es was deployed. The pt rec'd reopro. The pt developed a hematoma following deployment. A femstop was applied after 45 minutes because control of bleeding could not be maintained. The pt was taken to the operating room for an evacuation of the hematoma. The pt received 6 units of platelets. No further complications were reported.